Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt.this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the ncircle tipless stone extractor basket came apart during a case. No adverse events have been reported as a result of the alleged malfunction. Requests were made for additional information regarding; description of procedure, patient demographics, age/sex/weight, relevant patient health information, including pre-existing conditions, all devices and/or medications utilized during the procedure, if the procedure was completed and if it was how was it completed, patient outcome post procedure, if the patient experienced any adverse effect(s) due to this issue, if any unintended section of the device remained inside the patient¿s body, if the patient required any additional procedures due to this occurrence, if the product caused or contributed to the need for additional procedures, if pictures, videos, images, or operative reports could be provided, and if the device was available to be returned; however, the customer has not provided any further information.

Event description:
No new event information has been received since the last report was submitted on (B)(6)2018.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Ec conclusion code - cause not established ((B)(4).) Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A functional test of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and manufacturing instructions. One package labeled rpn ntse-022115-udh and label lot 8681356 was received. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The pett measures 2.5 cm in length. The support sheath is bowed. There is 75.4 cm of coil assembly exposed between basket sheath and support sheath. A functional test noted the handle does not actuate the basket formation. The basket sheath is smashed 2.5 cm from the distal tip. There is a small kink 9.2 cm from the distal tip, then again at 10.5 cm, 48.5 cm, and 69.5 cm from the distal tip of the basket sheath. The support sheath and basket sheath were found to be detached. The basket assembly was completely removed from the basket sheath. The basket format is fine, there are no kinks or damage to the coil. The basket formation is free of damage. The device history record was reviewed and no related non-conformances occurred during the production of lot number 8681356. A search of complaint records found this is the only complaint associated with lot number 8681356 a review of relevant manufacturing documents was conducted. The device was inspected visually and functionally inspected by quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU) included with this device contains the following information: precaution section: ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was found to be detached and had been removed from the coil assembly. The basket formation was intact, with no separated components. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during use. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the assigned investigation conclusion category assigned is cause not established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: outcomes to adverse event. It was reported on (B)(6) 2018, this event occurred during a standard stone case procedure and that the basket was tested prior to use. A new basket was opened and the stone was removed to complete the procedure. Per the doctor, they are not aware of any adverse effect(s) to the patient due to this issue, they seem to have all the pieces to the basket, nothing was seen via cystoscope/ureteroscope. As reported, the patient did not require any additional procedures due to this occurrence. Other relevant history. Device available for evaluation. Concomitant medical products: access sheath, holmium laser, motion wire, flex ureteroscope. Initial reporter also sent to the FDA?